Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: endoscope 30 degree plus (part number: 470057-05 / serial number: (B)(4) / uses remaining: 1867 ), maryland bipolar forceps (part number: 471172-17 / lot number: k12220815-0188 / uses remaining: 8 ), large suturecut needle driver (part number: 471296-07 / lot number: k11220905-0235 / uses remaining: 11 ). A site history review of this site shows no additional complaints were made for these instruments, other than the initial complaint where this event was reported, capturing an endoscope 30 degree plus (part number: 470057-05 / serial number: (B)(4) / uses remaining: 1867 ) that was reportedly damaged while the crash cart was being brought into the room to resuscitate the patient. This event is being reported due to the following conclusion: it was reported that the patient of a planned da vinci-assisted inguinal hernia procedure went into cardiac arrest and was resuscitated. It is unknown if this event occurred during or before the procedure, and if any da vinci products were used on the patient.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia procedure, while bringing the patient into the room, the patient coded (experienced cardiac arrest) and a crash cart was brought into the room. Intuitive surgical inc. (Isi) robotics coordinator (roco) was contacted and additional information was obtained about the complaint: the roco was not present during this event, but was informed by the or director. The roco did not know the order of events and when the patient went into cardiac arrest and what, if any, surgical tasks had been performed prior to the complication. The patient was administered CPR to resolve the cardiac arrest with no further complications. It was reported that the cardiac arrest was unrelated to any da vinci products, and that the patient is doing fine now. It was unknown if any da vinci products were used on the patient prior to or during this event. It is believed this event was anesthesia related. The roco did not know if ports were ever placed in the patient and what the procedure outcome was. Isi contacted the or director of this site and additional information was obtained about the complaint: the patient coded, was resuscitated, and the procedure was completed; the patient was discharged the next day. It is unknown if this event occurred before, or during the procedure. Isi attempted to contact the surgeon of this procedure to obtain additional information; however, as of the date of this report, no further details have been received.